Event description:
It was reported that during a procedure at the user facility, the sabo sagittal saw was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.